Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto the tissue and successfully released from the catheter. Reportedly, after deployment, a part of the clip detached inside the patient and was removed. It was noted that there were sharp teeth at the fracture position. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.